Event description:
Customer reported the insulin pump alarmed motor error and believes it occurred during a bolus. Customer's blood glucose level was 325 mg/dl, treated with manual injections and feels a little nauseated but feels fine. Customer changed the site this morning. Customer states she hasn't dropped the device. Customer reported she did wear the device when an x-ray was performed. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer stated she was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.